Event description:
It was reported that a malfunction occurred, specifically identified by code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions on resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to report any recurring malfunctions.